Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is retained by legal council. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product- nexgen fluted stem tibial component catalog 00599605801, lot 62390852; nexgen lps-flex articular surface, catalog 00596205012, lot 62491561 ; insall/burstein ii modular knee system patellar component, catalog 00522001900, lot 62236653; palacos r radiopaque bone cement, catalog 00111214001, lot 76584339; palacos r radiopaque bone cement, catalog 00111214001, lot 76584339. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01530, 0001822565-2017-01209, 0002648920-2017-00086, 0001822565-2017-01529, 0001822565-2017-01561.

Event description:
It was reported that a patient underwent an initial total knee replacement then acquired an infection soon afterwards. The patient had a strong dose of antibiotics to treat the infection. Patient was then revised of the femoral component, articular surface, and tibial baseplate and replaced with a cement spacer.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. Initial procedure date received and the infection has occurred greater than one year post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review, it was determined that this complaint should be reportable as it was stated the infection occurred shortly after the primary procedure concomitant medical product- articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog# 00595204010 lot# 63032593, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) catalog# 00598004701 lot# 62831343. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.